Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation found that there were cracks on an upstream sensor flex tail pin of the upstream sensor, causing the condition. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy in the inpatient therapy unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.